Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the touchscreen of the vela ventilator is not working. The screen is scratched multiple places. Tried to calibrate the screen but the touch screen but still doesn't work. The customer confirmed that there was no patient involvement associated with the reported event.